Manufacturer narrative:
E1: patient city - (B)(6)patient country - united states

Event description:
Reference number (B)(6) event occurred in the united states it was reported that the patient experienced bent cannula event that led to an increase in blood glucose level. They tried to treat it with manual injections/ insulin pen. Therefore, on (B)(6)2024, the patient was hospitalized as they started throwing up. The patient's highest blood glucose level was 690 mg/dl. During hospitalization, the patient received other than insulin indicated medications intravenously as corrective treatment. The patient was hospitalized for greater than 24 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(6) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6007829 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007829 were previously tested in (B)(6) on (B)(6) 2025. Test results: visual test according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6007829 was manufactured according to the wi version 79 and packaging in the multivac 12, on (B)(6) 2024, with a total of (B)(6) units. Assembly of quick set: the lot 4f03194 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(6) units. The lot 4f05218 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(6) units. The lot 4f03195 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(6) units. The lot 4f04696 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(6) units. The lot 4f05129 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(6) units. Sealing of quick set the lot 4e03732 was manufactured according to the wi version 38 in the sealing of quick set machine us05 & us06, on (B)(6) 2024, with a total of (B)(6) units. The lot 4e04912 was manufactured according to the wi version 38 in the sealing of quick set machine us05 & us06, on (B)(6) 2024, with a total of (B)(6) units. The lot 4e03730 was manufactured according to the wi version 38 in the sealing of quick set machine us05 & us06, on (B)(6) 2024, with a total of (B)(6) units. The lot 4e03728 was manufactured according to the wi version 38 in the sealing of quick set machine us05 & us06, on (B)(6) 2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007829 and no other complaint has been registered in database for the same lot 6007829 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production related to the malfunction reported in this complaint, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.